Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the intermittent loss of capture and unstable pacing threshold measurements that were observed clinically.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture and unstable pacing threshold measurements two days after implant. It was noted that this lead was a replacement for a fractured rv lead. The lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture and unstable pacing threshold measurements two days after implant. It was noted that this lead was a replacement for a fractured rv lead. The lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis. Reference report number 2124215-2024-37359 for details of the fractured rv lead.